Event description:
The customer reported unable to acquire 12 leads ECG.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 leads ECG. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.